Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient experienced feeling dizzy, headache and chest pain. The cgm was reading 176 mg/dl and the blood glucose reading was 69 mg/dl; the values were taken before the patient was hospitalized. The patient was taken to the hospital and hospitalized, there the patient was treated with fluids, insulin 500 acc (although the patient was experiencing hypoglycemia and this is a hyperglycemic treatment, it was confirmed that this was the treatment administered). At the time of the report the patient was still hospitalized, and they were monitoring her bg values. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.